Event description:
It was reported that the pump was alarming for "pressure error". Since the error appeared as soon as the cassette was started, the extension tubing was immediately replaced. There was patient involvement, with no clinical consequences reported.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.